Event description:
It was reported that the valve leaked from the delta chamber.

Manufacturer narrative:
The valve was not patent and did not pass leakage testing due to a large tear on the top of the delta chamber. It is unknown how or when this damage may have occurred. The instructions for use that accompanies the valves caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. This damage precluded all further testing. A review of the mfg records showed no anomalies. All of our products are 100% tested at the time of MFR.